Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that nothing was coming up on the display screen. Customer stated that she replaced the batteries and the display came up with two horizontal ink lines on the screen. When the customer went to bolus the screen went completely blank again. It was noted that the display did not return even after the insertion of new batteries. Customer's blood glucose reading at the time of the call was 220 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump had no blank display during blousing noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.